Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. There is blood present in the inflation lumen, guide wire lumen, and the balloon. The balloon was loosely folded prior to inflation testing. Since there is blood present inside the inflation lumen and balloon, pressure testing was performed to locate any possible leaks. The balloon was inflated to rated burst pressure and a pinhole in the balloon approximately 9mm from the tip was identified. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19mar2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The device was removed and was replaced with a 2.50mm x 8mm nc emerge balloon which also failed to cross the lesion. The procedure was completed with a non-bsc device. No patient complications were reported. However, returned device analysis of the 2.50mm x 12mm balloon revealed a balloon pinhole.